Event description:
It was reported that patient underwent total knee arthroplasty (B)(6) 2009. A subsequent revision and joint wash out was performed (B)(6) 2013 due to a fall. The patella and tibial bearing with locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under warnings it states, "excessive activity, trauma and excessive weight have been implicated with premature failure of the implant by loosening, fracture, and/or wear." This report is number 2 of 2 mdrs filed for this event (reference 1825034-2013-00497 / 00498).